Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. As received, the monitor reset during incoming testing. The cause for the reset was a defective ca board. The root cause for the defective ca board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During incoming evaluation of a monitor at a us distributor, the monitor reset.